Event description:
It was reported that during a firmware update, the pulse generator reverted to backup operation. The patient was asymptomatic as a result of the backup operation. The device was successfully reprogrammed and the firmware update was not reattempted.